Manufacturer narrative:
(B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "when delivering IV chemotherapy using a secondary infusion set on an IV pump, leaks have been occurring at the site of the connection between the secondary tubing and the primary tubing. This presents the potential for exposure of staff and others to chemotherapeutic agents as well as infection control concerns due to an incompletely closed system." Upon further query, the following info was provided that indicated, a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the option-lok male adapter of the secondary tubing set was connected to the clave port of the primary tubing set to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the clinician noted a puddle of fluid on the floor and drops of fluid moving down the tubing. It was reported that the source of the leakage solution was at the connection of the two tubing sets. The volume of the fluid that leaked was not specified, however, the customer stated, "it is not possible to know but it could be measured in mls." The spill was cleaned up according to the hospital's protocol. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.